Manufacturer narrative:
During a follow up on (B)(6) 2014 contact reported that customer's blood glucose levels have stabilized. The product has not been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
Received info that the infusion set tubing because loose and disconnected from the luer lock. Customer's blood glucose level was approx 500 mg/dl. Contact was able to reconnect the infusion set to the luer lock and resume insulin delivery. Contact indicated that customer will administer correction bolus.